Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted.

Manufacturer narrative:
Correction: g5.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted.

Manufacturer narrative:
Field change: b2, h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a cuff pinhole due to a sharp instrument that is consistent with explant damage. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because of unknown product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted.